Event description:
It was reported that the patient underwent full device replacement surgery due to the high lead impedance and low output current that was seen on the patient's device. The physician left the device on and does not suspect any manipulation or trauma. The facility at which the patient was explanted is historically a no return site. No other relevant information has been received to date.